Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they went to the health care provider (hcp) on tuesday ((B)(6) 2023) because the therapy hadn't been helping their symptoms for a month and the hcp changed their settings and that was helping their symptoms until their handset battery was 0% on wednesday and their bladder went "berserk" again. Patient stated now that they've charged their handset up, their bladder has calmed down again. Reviewed function of handset with patient, but the patient got escalated about their handset battery dying so transferred the patient to further discuss battery optimization at the patient's request.

Event description:
Additional information was received from the patient. The patient called back, requesting assistance connecting external equipment. I reviewed that the communicator needs to be unplugged when connecting to ins. The patient was able to connect to ins during the call. The patient said they were "tired of losing control.".

Manufacturer narrative:
Continuation of d10: product ID hh9021snm product type mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they need a "new phone or battery" because they have to charge their handset " everyday". Agent reviewed turning handset off when not in use, but patient stated their "bladder goes beserk" when they do that. Patient said this has been happening for "about 6 months". Agent attempted to review ins and handset battery difference. Patient stated their handset needs to be plugged in or it won't turn on. Transferred patient to mobility to further troubleshoot the handset battery. Documented reported event. No further action was taken by patient services. Additional information was received from the patient. Hcit agent attempted to warm transfer patient to ps but patient disconnected before transfer was complete. Outgoing call made to the patient. Patient said when they are about 150 feet away from the handset their bladder goes "bizerck". Agent reviewed communicator and handset function. Patient said they see their doctor on (B)(6) 2023 and will get it straightened out then.